Event description:
A malfunction alarm labeled as "malf 16" was reported, and the customer was advised that the malfunction code was not resettable. There was no reported impact to the customer's blood glucose level. The customer was instructed to switch to manual insulin delivery (mdi) as a backup therapy. Technical support confirmed the warranty status of the pump and arranged for a replacement. The customer was guided on placing the faulty pump into storage mode, and instructions were provided for returning it using a pre-paid label within ten days.